Manufacturer narrative:
As reported, sorbafix device failed to fixate the mesh, and fasteners were not fired properly. Review of a video provided shows two fasteners are visible and appear to be fixated to the mesh. Evaluation of the sample finds the device as received was out of sync. This is not indicative of the as manufactured condition. Based on the sample condition the most probable root cause is an event occurring during user/ device interface resulting the device going out of sync during use. This resulted in the deployment issues reported and found. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an intraperitoneal onlay mesh (ipom) procedure, the surgeon used sorbafix enhanced fixation device did not fired properly and the fasteners were loose while fixating the mesh. It was reported that the reported issue occurred from second fire of the fastener and few loose fasteners were removed from the patient's body. The procedure was completed with another device and there was no patient injury.